Manufacturer narrative:
Shibuya, kazuma, et al. (2026). A case of suspected inappropriate s ICD therapy caused by muscle spasm. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026. Mp-p34.

Event description:
It was reported per article of interest literature review that a man in his 60s who had undergone subcutaneous implantable cardioverter defibrillator (s-ICD) implantation after resuscitation from ventricular fibrillation (vf) due to coronary vasospasm experienced four episodes of inappropriate shocks. The first, while trying clothes on at a store and subsequently using his mobile phone with his right hand, noise occurred and an inappropriate shock was delivered. Reproduction attempts with body posture and mobile-phone use in the emergency department failed to recreate the noise. Magnetic field inspection in the store revealed no abnormalities. Months later, while watching tv, he experienced left-chest muscle spasms, leading to another inappropriate shock, and reprogramming with a polarity change was performed. A year later, a similar left-chest spasm occurred when bending forward, again causing inappropriate therapy. Again, the noise could not be reproduced, and a herbal medication was prescribed to reduce muscle spasms. A couple months after that, another inappropriate shock occurred while in the back seat of a car, again associated with left-chest muscle spasms. The s-ICD system remains in service. No additional adverse patient effects were reported.